Event description:
It was reported that the anesthesia system did not deliver a flow after induction. It was not possible to ventilate the patient. The patient's measured saturation level decreased to (B)(4). The built-in emergency ventilation was activated and the patient´s saturation level increased and became normalized. The final patient outcome was no injury. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by the distributor and by the customer. The system checkouts performed were successful and simulated ventilation were performed without errors and alarms. No further issues has been reported after this event. The evaluation of the logs shows that the system checkout performed prior to and after the event was successful. The treatment period in which the event took place was ongoing for seven minutes before the built-in emergency ventilation was activated. The treatment was started in manual ventilation, the o2 concentration was set to 100 %, the fresh gas flow to 10 l/min. After three minutes, the system was set to automatic ventilation in volume control and the o2 concentration and fresh gas flow were decreased. A few clinical alarms were generated at the start in automatic ventilation. After 45 seconds, the system was set back to manual ventilation. The o2 concentration was increased and the apl pressure was changed a few times. The apl was set to sp during the last 1.5 minutes in manual ventilation. During the last 1.5 minutes, the o2 flush button was pushed several times and the fresh gas flow was increased. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. Our conclusion, based on the distributors investigation and the evaluation of the logs, is that there was no system malfunction at the time of the reported event. The cause to why the breathing bag was not filled during the last 1.5 minutes of the treatment is that the apl was set to sp. With the apl set to sp, the manual breathing bag is being filled up to approximately 2 cmh2o pressure and almost all fresh gas will go to evac. The cause of the absence of flow during ventilation prior to this, could not be determined in this investigation. There is no indication of a technical malfunction in the system during the time of the event.

Event description:
Manufacturer's reference#: (B)(4).